Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device could not be interrogated using two different programmers and there was also no response to the magnet. The device was explanted and replaced. No patient complications have been reported as a result of this event.